Event description:
Information was received indicating that during use of the cassette the patient received a "no disposable, pump won't run" error. Per reporter the patient was advised to change cassettes and the new cassette "worked fine." No adverse patient effects were reported.